Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro when package was opened, the silicone tip fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and char material was observed on the jaws. The silicone insulation on the cold jaw was peeled/torn away just below the tip down to the base of the cold jaw exposing the metal component of the jaw. The peeled silicone insulation was not returned for evaluation. The heater wire on the hot jaw was observed to be slightly flexed at the center. The heater wire remained attached at the tip and based of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and for the analyzed failure mode "material twisted bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro when package was opened, the silicone tip fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.